Event description:
Patient is a pre-adolescent with a history of spina bifida status post myelomenigocele closure and shunted hydrocephalus. She was recently seen in the spina bifida clinic in august of 2012 with symptoms of shunt malfunction. She was taken to surgery that evening and the distal shunt revision was performed for a broken catheter over her ribcage. The CT of her head that was completed the following day revealed that the ventricular catheter had disconnected from the base. She therefore underwent a proximal shunt revision with replacement of ventricular catheter.